Event description:
The nurse observed a broken luer lock on the venous line of a prismaflex m100 set after the set was primed and as the blood was beginning to fill the circuit.

Manufacturer narrative:
Add'l MFR narrative: the review of the prismaflex m100 set device history record and complaint history files for lot number 14a2303g shows that there is no mfg normally and no similar complaint reported for this lot. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved venous luer connector were provided. In the pictures, there is a crack at the venous male luer connector.